Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "lec 45639". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Device was in overall good condition upon arrival for investigation. Testing was completed on device upon powering up the complaint was verified error code 45639. Event log was unable to be downloaded. The malfunction was isolated to the main board. Repairs completed and device passed all functional testing. Unknown cause of event. Updated fields. A 1, b 1, b 4, b 5, g 7, h 1, h 2, h 3, h 5, h 10.

Event description:
Investigation completed on complaint (B)(4) alarm . New information occurred during testing. No patient adverse events. Summary in h 10.